Manufacturer narrative:
Refer to manufacturer report #3004209178-2020-14698 regarding the related the related reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a possible stroke. No further detail was given.